Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. It was noted that the sheath produced more bubbles than were usually seen during aspiration. The sheath were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. It was noted that the sheath produced more bubbles than were usually seen during aspiration. The sheath were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.